Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the parent that the patient experienced inaccurate cgm values which occurred four days after the sensor had been inserted in the abdomen. The patient experienced nausea and vomiting and was taken to the hospital where she was diagnosed with diabetic ketoacidosis. The patient was treated with IV potassium and an unspecified insulin drip. At some point during the event, the cgm was reading 195 mg/dl and the blood glucose reading was 440 mg/dl. The patient was treated in the hospital for 16 hours before being discharged. There was no documentation of further medical intervention. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.